Event description:
Customer called customer service on (B)(6) 2012 and reported receiving a reading of 82 mg/dl on her adc blood glucose meter which was lower when compared to a reading of 170 mg/dl obtained on her mother's adc blood glucose meter. Customer was unable to state exactly when these readings were obtained, but noted the event occurred "a week ago sunday at approximately 1:30-2:00 pm". Customer further reported experiencing "the shakes, queasiness, moodiness, lightheadedness and like (she) was starving". Customer self-presented to a local healthcare facility where she was diagnosed with hypoglycemia and a "panic attack" and noted receiving glucose via intravenous infusion and an "injection". Customer also noted receiving "ativan". Customer self-treated by eating an orange. It was also reported by the customer that her doctor was "concerned because (she) has an infection in (her) spine and that may be causing (her) hypoglycemia". It should be noted that neither of the reported readings are consistent with the reported symptoms, diagnosis or treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the actual date of the medical event is unknown.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4).

Manufacturer narrative:
The reported products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.